Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e315 (scope communication error) and noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the additional malfunctions error e315 (scope communication error) and noisy image were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The event occurred during reprocessing. There were no reports of patient involvement.